Manufacturer narrative:
The investigation of the complaint has been completed. The circuit board was returned, it controls the compressor motor, the valves and measures pressures. It has two pressure sensors, one measures the wall air pressure, the other measures the pressure from the compressor motor. The returned circuit board was visually inspected, but no deviations were found. It was installed in a reference compressor and connected to a reference ventilator without wall air connected. The compressor worked as intended, the reported issue was not reproduced. The circuit board was stressed by heating and bending it, no deviations were observed. The root cause of the reported issue has not been determined. If the compressor fails, it may lead to stop of ventilation if no oxygen is connected to the ventilator.

Event description:
(B)(4).

Event description:
It was reported that the compressor switched to standby mode. The displayed pressure was reading 516 kpa but no compressed air was being delivered from the compressor. There was no patient involvement. Manufacturer ref. #: (B)(4).